Event description:
It was reported that the user called to state a blood glucose value of 221 mg/dl while using the ilet and expressed uncertainty about device function, but no troubleshooting could be completed during the call and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included a complaint intake and an attempted but incomplete troubleshooting interaction. Investigation of this case revealed insufficient information to confirm a device malfunction or component issue, and no device performance anomalies were identified from the call details. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.